Event description:
Reportedly, on (B)(6) 2014, the device showed 2 reset warnings. After several charge time test were performed, the device showed 9 reset warnings, and eri warning. Preliminary analysis indicated: 2 resets occurred on (B)(6) 2013 (follow-up date). The corresponding warning was displayed on (B)(6) 2014, however, reset were not reported at that time. Seven more resets occurred on (B)(6) 2014, during follow-up. Most of above described resets were related to a temporary abrupt decrease of the device internal power supply. This decrease occurred at the time charge time test was being performed. Depending on the circumstances (implantation indications, patient status, etc), evaluation of the benefit of device replacement was recommended for this patient.

Manufacturer narrative:
Preliminary analysis of the returned unit confirmed that the reported behaviour resulted from unexpected variations of internal power supplies, due to an abnormal conduction of some transistors on the low voltage integrated circuit.

Event description:
Reportedly, on (B)(6) 2014, the device showed 2 reset warnings. After several charge time test were performed, the device showed 9 reset warnings, and eri warning. Preliminary analysis indicated: 2 resets occurred on (B)(6) 2013 (follow-up date). The corresponding warning was displayed on (B)(6) 2014, however, reset were not reported at that time. Seven more resets occurred on (B)(6) 2014, during follow-up. Most of above described resets were related to a temporary abrupt decrease of the device internal power supply. This decrease occurred at the time charge time test was being performed. Depending on the circumstances (implantation indications, patient status, etc), evaluation of the benefit of device replacement was recommended for this patient.

Manufacturer narrative:
We were informed that the device was explanted and it was returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the device showed 2 reset warnings. After several charge time test were performed, the device showed 9 reset warnings, and eri warning. Preliminary analysis indicated: 2 resets occurred on (B)(6) 2013 (follow-up date). The corresponding warning was displayed on (B)(6) 2014, however, reset were not reported at that time. 7 more resets occurred on (B)(6) 2014, during follow-up. Most of above described resets were related to a temporary abrupt decrease of the device internal power supply. This decrease occurred at the time charge time test was being performed. Depending on the circumstances (implantation indications, patient status, etc), evaluation of the benefit of device replacement was recommended for this patient.

Event description:
Reportedly, on (B)(6) 2014, the device showed 2 reset warnings. After several charge time test were performed, the device showed 9 reset warnings, and eri warning. Preliminary analysis indicated: - 2 resets occurred on 31 december 2013 (follow-up date). The corresponding warning was displayed on 31 march 2014, however, reset were not reported at that time. - 7 more resets occurred on (B)(6) 2014, during follow-up. Most of above described resets were related to a temporary abrupt decrease of the device internal power supply. This decrease occurred at the time charge time test was being performed. Depending on the circumstances (implantation indications, patient status, etc), evaluation of the benefit of device replacement was recommended for this patient.